Manufacturer narrative:
(B)(4).

Event description:
It was reported that during an unrelated lead revision procedure, upon removing the atrial lead the patient experienced hypotension. An echo cardiogram revealed pericardial effusion; a pericardiocentesis was successfully performed. The patient then maintained oxygenation and blood pressure.